Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. Retainer ring=black. On 07/19/2021 customer called in: customer states the pump does show signs of physical damage. Type of damage is: crack. Damage occurred: dropped.location of the damage is: on the buttons. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with broken battery tube threads and cracked case(battery tube). No crack or damage on keypad overlay noted during visual inspection or during testing. In summary, customer allegation for cosmetic damage was no confirmed during visual inspection when no damage on keypad overlay noted during visual inspection. However, broken battery tube threads and cracked case(battery tube) were noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.